Manufacturer narrative:
Examination of returned device was inconclusive as the part that was return associated with this complaint is a competitor product.

Event description:
It was reported that patient underwent a hip procedure that utilized an anchor on (B)(6) 2015. During the procedure, while inserting an anchor into the femoral head, the threads of the anchor fractured off. A competitor's anchor was used to complete the procedure. No new holes needed to be drilled and there was no delay in the surgery.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.